Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broke device assessed as fold flaw opening. Additional, changed, and/or corrected data: a2, d.9., h.3., h.6.

Event description:
Healthcare professional reported ruptured. This record is for a left side. Device was explanted.

Event description:
Healthcare professional reported ruptured. This record is for a left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture